Event description:
It was reported that the device powered off during a rescue attempt. It was reported that the pt was transferred to another defibrillator, but did not survive.

Manufacturer narrative:
Evaluation: the electronic history filed from the actual device involved in the incident was evaluated. The actual device has not been returned.